Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone with concentration 1 mg/ml at a dose rate of .38 mg/day and bupivacaine with concentration 20 mg/ml at a dose rate of 7.601 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was not receiving drug effects and had not received pain relief. An issue was identified via a dye study. A dye study confirmed the catheter was outside the intrathecal space. Under fluoro they saw dye collecting in the tissue posterior to the spine. It was noted that they could not determine why the catheter was outside the intrathecal space and it was hypothesized that perhaps the catheter was outside the intrathecal space the entire time she has had the pump. They tried increasing and lowering the dosage, and she stated she essentially had never received effective therapy since initial implant. The trial worked great, but the patient has not had relief since implant. A catheter revision was being scheduled. The catheter revision was to occur in the near future to begin using the pump as planned again. The issue was unresolved at the time of the report. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was not able to be obtained. If additional information is received, a follow-up report will be submitted.